Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a solution set at the point of where the tubing connects to the drip chamber. This was noticed before connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed, the defect leaks-separated was not found. Functional testing was performed and the defect was not found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.